Manufacturer narrative:
Alleged failure: the anchor is split at the time of braiding the sutures and split internally. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) user over tensions suture, 2) use of excessive force, 3) hard bone, 4) incorrect angle of attack (too steep/shallow), 5) no pilot hole prepared in the event of hard bone, or 6) incorrect instrumentation used to prepare pilot hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure and potentially remains in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure and potentially remains in the joint.